Event description:
Study event. Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: during the procedure. It was reported that a left internal carotid artery stenting procedure, during post-dilatation, the patient developed bradycardia which resolved with balloon deflation. Soon after post dilatation, the patient then became aphasic with minimal ability to move right arm and hand. An export cath was used to aspirate contents in an unknown area. Additionally, intra-arterial nitroglycerin and nitroprusside were reported as treatment. The patient's symptoms improved by the end of the procedure. The physician diagnosed an ischemic left hemispheric stroke due to either microemboli or vasospasm. Post procedure, the patient experienced hypotension which was treated with neosynephrine. The hypotension resolved at an unknown time prior to discharge. Upon discharge, the patient's dysphagia had improved significantly along with speech. Strength in the right hand and right arm was 4/5 and the patient had a slight facial droop and relatively stable gait with the use of a walker. The patient was discharged to home 8 days post procedure. Although requested, there is no additional information available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.